Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) stored events with noise/artifact when device was programmed to tachy mode off. Boston scientific technical services (ts) reviewed the events that looks like electromagnetic interference (emi). This device remains in service. No adverse patient effects were reported.